Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. A new device was implanted. No additional patient effects were reported. No further information is available from the field.